Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the patient's implantable cardiac defibrillator transmissions revealed that the device appropriately delivered a backup pace due to functional loss of capture which resulted in a ventricular fibrillation episode. The device successfully converted the patient back to normal sinus rhythm. No intervention was performed and the patient's condition is currently stable.